Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the dye study was done sometime between (B)(6) 2020 and (B)(6) 2021. The refill date was (B)(6) 2021 where the hcp noticed the fluid in the pocket and aspirated it. On (B)(6) 2021 when they opened up the patient, the catheter was connected to the pump and there were no catheter issues, but they replaced the entire system preventatively. It was noted that the brand of baclofen in the pump was lioresal.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# l82124 serial# implanted: (B)(6) 2000 explanted: (B)(6) 2021 product type catheter product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative which indicated that a refill was performed on (B)(6) 2021 where the expected volume was 5.8cc and the actual volume was 7.0cc. The hcp aspirated approximately 3cc of fluid from the pump pocket prior to the refill. The patient's office notes indicate no other volume discrepancies. The drug in the pump at the time of the fluid being noted in the pump pocket in january was gablofen. Lioresal was only introduced into the system at the pump replacement on april 6th. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 8709; lot#: l82124; implanted: on (B)(6) 2000; explanted: on (B)(6) 2021; product type: catheter; product ID: 8578; lot#serial#: (B)(6); implanted: on (B)(6) 2014; explanted: on (B)(6) 2021; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578; serial/lot#: (B)(6), ubd 2014-10-26, UDI#: (B)(4); h3: analysis of the pump found no anomaly. Analysis of the catheter found ¿sutureless catheter connector ¿ coring/tears/cuts in seal ¿ leaking seen during pressure testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that analysis of the fluid sent by the physician revealed csf (cerebral spinal fluid).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 500 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that following the pump replacement procedure the patient reported withdrawal symptoms with symptoms of sweating and stiffness. A dye study was done and did not reveal any abnormalities. In january during a refill, fluid was noted in the pump pocket, so they aspirated the fluid and sent it for analysis. The analysis report noted baclofen in the fluid. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery. During the procedure, the old pump and catheter were removed and replaced with a new pump and new catheter. The new pump was filled with lioresal (2000 mcg/ml at 500 mcg/day ¿ lot # 6276801). The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.